Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "bad switch to select channel b". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer's biomedical technician reported on 04 march 2010 to the service depot a colleague triple channel volumetric infusion pump with a malfunction of a "bad switch to select ch b". It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4).